Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw slightly damaged. This caused the upper jaw to be slightly loose. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no noise issues at any time during testing. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a laparoscopic diverculites procedure, the device gave a hard click. The surgeon said that the tissue was thick and that he heard a hard click after closing the device. He had the feeling he couldn¿t close the device anymore because the upper part of the jaw was lose. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.